Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient had hypertrophic cardiomyopathy and had an implantable cardioverter defibrillator (ICD). The patient reported experiencing symptoms of syncope. The patient had recently moved, and no further information was available. The device remains in-service. No additional adverse patient effects were reported.